Manufacturer narrative:
Product complaint (B)(4). Additional information requested and received: can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? No information. Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Yes. It was found that the staples at the proximal end of the cartridge were formed in lumbricoid shape. Did any of the staples deploy into the tissue? Yes. See above. If yes, please explain. See above.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57h8a. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lockout spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic appendectomy, the device was locked out at the first firing on the appendix. It was found that the staples at the proximal end of the cartridge were formed in lumbricoid shape when the jaws were opened to check the target tissue since the firing trigger could not be fully grasped. Another device was used to complete the case. There were no adverse consequences to the patient.